Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During inspection of the returned device, foreign debris (white plastic material) was found protruding from the nozzle. The outlet pipe, air and water channel were found to be obstructed. There was peeling adhesive on the distal end, a stained bending section insertion tube and play on the angulation (up, down and right angles also failed to meet specification). The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water nozzle on the evis lucera elite gastrointestinal videoscope was obstructed with debris, which was found during maintenance. During inspection of the returned device, foreign debris was found protruding from the nozzle. There was no report of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that white plastic material from peripheral equipment such as watertight packing, silicone-based glue or silicone parts were damaged and debris entered the air/water channel, clogging the nozzle. It was determined that the foreign material did not originate from the subject device. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may help detect or prevent the foreign material clogging the air/water channel: "preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" olympus will continue to monitor field performance for this device.